Event description:
Graft implanted in aorto-femoral position in 1995 was found to have dilated during a routine control visit in 2000. Dilatation was confirmed by CT scans in 3/2001. No specific treatment was given to this pt.